Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye(od). High vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. H4 - unk. Claim# (B)(4).

Manufacturer narrative:
Additional information: claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -12.5/1.0/072 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. The lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.